Event description:
It was reported that patient original artificial urinary sphincter (aus) device was placed in 2013 and worked accordingly, but at some point during the ongoing use period it began to have a fluid loss, the device would not cycle and the pump would stay flat. Because of this observations, it was decided to have surgical intervention and remove the aus in (B)(6) 2020. During that explant, it became evident that removing all components was going to be impossible because the pressure regulating balloon (prb) was placed behind the patients iliac vein. The pump and cuff were removed accordingly, but the prb was retained. The patient recovered accordingly and was ultimately allowed to receive another aus.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Manufacturer narrative:
72404127, 844783011, control pump fgs iz. 72400024, 840502010, balloon fgs 61-70 cm.

Event description:
It was reported that patient presented for removal and replacement of non functioning artificial urinary sphincter (aus). During the removal of the pressure regulation balloon (prb), there was an injury to a vein which required the case to be aborted. The patient was referred from another surgeon, so the date at which the device stopped working is unknown to dr. Milam. Everything was removed but the prb remains. Surgeon determined that there was risk of further injury if removal was attempted. No adverse patient effects. Additional information was received. Due to unknown causes, the device would not cycle and the pump would stay flat.